Event description:
As reported, in 2008, this pt was implanted with gore excluder aaa endoprosthesis. The next day, the pt became septic. Pt died the following day from bowel ischemia. Further investigation is pending.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions: death. Also implanted in the pt pxc201000/lot#05236717.